Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose, which resulted in emergency medical services being dispatched to the customer¿s home. It was reported the customer had gone to bed and was being belligerent and resistant when wife was treating their low blood glucose. Blood glucose reading had lowered to 25 mg/dl. The customer was treated with glucose intake and a glucagon injection. Customer has been using insulin pump system within 48 hours of reported low blood glucose. The customer does not use sensors, so auto mode was not active. The customer alleged over delivery. The pump will be returned for analysis. No other products are expected to return for analysis.